Event description:
Filter was implanted into patient on or about (B)(6) 2006. On (B)(6) 2017, patient underwent a computerized tomography scan ("CT scan") of the abdomen. Examination of the CT scan by a qualified expert radiologist revealed that the filter was tilted with multiple struts perforating beyond the ivc wall.